Manufacturer narrative:
Additional information: the evaluation of the returned device confirmed the presence of thrombus. The device was returned assembled with the driveline cut approximately 11.5 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the rotor upon disassembly of the device revealed a thrombus formation surrounding its bearing ball. The concentric layering and denaturation of this formation indicate that it likely developed over an undetermined period of time while the device was supporting the patient. Further analysis of the disassembled device revealed flat, non-laminated, tissue-like depositions on the body of the rotor. Areas of these depositions were hard and denatured, indicating that they were present while the device was in use, but may have originally formed elsewhere. Finally, evaluation of the proximal side of the outlet stator revealed a deposition surrounding its bearing ball. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not be determined, the contact marks observed at the distal end of the rotor suggest that it was present while the device was supporting the patient. Although a root cause for the development of the observed depositions could not be conclusively determined through this evaluation, they could have contributed to the patient's elevated lactate dehydrogenase level and other reported symptoms. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The device was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The previous pump exchange was reported under medwatch MFR report #2916596-2015-00852. The gastrointestinal bleeding was reported under medwatch MFR report #2916596-2014-00244. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 4 months the device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath and dizziness. The patient was admitted to the hospital for fluid overload and an elevated lactate dehydrogenase (ldh) level of 627 u/l. The patient received diuretics and was started on a heparin infusion. On (B)(6) 2016, the patient¿s ldh was 670 u/l. The heparin infusion dosage was increased, brilinta was discontinued, and diuresis with bumex was continued. On (B)(6) 2016 a transthoracic echocardiogram (tte) showed worsening aortic insufficiency. The patient¿s creatinine was elevated. An evaluation for a transcatheter aortic valve replacement (tavr) procedure was planned. On (B)(6) 2016 the lvad system was alarming for low flow. The patient received albumin, the bumex was continued, and a dobutamine infusion was started. The patient¿s coumadin was held and full dose aspirin therapy was initiated in addition to the heparin infusion with an anti-factor xa goal of 0.5 for suspected pump thrombosis. On (B)(6) 2016 a pump exchange was performed. The patient was transferred to the telemetry unit on (B)(6) 2016 with heparin, coumadin and aspirin anticoagulation therapy. The dobutamine infusion was being weaned. The patient¿s ldh was 990 u/l. On (B)(6) 2016, the patient¿s ldh was 2395 u/l and the inr was 1.7. The patient¿s coumadin dosage was increased and an aspirin resistance loading dose of 575mg was administered. On the following day, the aspirin dosage was decreased to 81mg and the patient¿s ldh was 690 u/l. As of (B)(6) 2016 the patient¿s inr was 2.2 with an increased coumadin dosage. The heparin infusion was being weaned. No additional information was provided.